Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an irritation with a cut and open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses cleaned the area for the skin irritation. Follow up indicated that the skin irritation improved.